Event description:
It was reported to philips that the dp pad was opened for use with the heartstart xl+ defibrillator. When the pad was taken off of the sheet, the gel part was peeled off and there was a part where the electrode was exposed. Another pad was used with no problem. Additional details have been requested. At this time, we are considering that the pad may have been used to provide therapy to a patient. There may have been a delay in life saving therapy, therefore, this report is being considered a serious injury.

Event description:
It was reported to philips that the dp pad was opened for use with the heartstart xl+ defibrillator. When the pad was taken off of the sheet, the gel part was peeled off and there was a part where the electrode was exposed. Another pad was used with no problem. It was initially reported that there may have been a delay in life saving therapy, however, it was later clarified by email from technical support that the customer was monitoring a patient at the time of the issue. Therefore, this report has been updated from a serious injury to a product problem.

Event description:
It was reported to philips that the dp pad was opened for use with the heartstart xl+ defibrillator. When the pad was taken off of the sheet, the gel part was peeled off and there was a part where the electrode was exposed. Another pad was used with no problem. It was initially reported that there may have been a delay in life saving therapy, however, it was later clarified by email from technical support that the customer was monitoring a patient at the time of the issue. Therefore, this report has been updated from a serious injury to a product problem. The philips technical support specialist shipped the involved set of pads to philips for evaluation. One set of pads was returned for failure analysis. Upon receipt by the failure analysis lab, it was noted that the gel on the component had become dehydrated during transport due to the pads being received outside of their original packaging (in a breached state). However, upon evaluation of the returned pads set, the original failure could not be verified and a cause for the original allegation could not be established. It was also noted the sternum pads got stuck and could not easily peel off the liner. The pads set has been scrapped.